Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the fb tibial impactor broke into two pieces while the tibial implant was being implanted into the tibia. All pieces were retrieved from the patient and surgery time was not delayed due to broken instrument. Lot number is not available and unable to read.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.